Event description:
It was reported that pts with pseudoxanthoma elasticum (pxe), developed significant intraocular pressure (iop) following 360 slt. Iop spikes were unresponsive to medical treatment and required filtering surgery to control the iop. Three pts developed corneal edema and required corneal transplants. When contacted by lumenis regulatory the dr declined to speak to lumenis and relayed the message that he did not feel these were adverse events and did not intend to report them. An MDR is being filed due to medical intervention.

Manufacturer narrative:
No device malfunction reported. Therefore, device was not evaluated.